Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high and low blood glucose events. Customer reported that his blood glucose was reading high and low for two weeks. Customer's blood glucose reading was 154 mg/dl to 363 mg/dl. The customer treated with insulin pump. Customer's blood glucose value was 192 mg/dl at the time of incident and 363 mg/dl at the time of call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer also reported a low blood glucose events and stated that it started a year ago. Customer's blood glucose reading would go down to 52 mg/dl or 42 mg/dl and treated with food. Customer declined low blood glucose troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer reported that the insulin pump had a keypad anomaly and the buttons were sticking. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened up and down buttons dome switch. No unlocked lcd keypad connector noted. However, device passed rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device unable to download unit to care link pro due to several displayable history crc check failed on startup alarms at the alarm history file. Displayable history crc check failed on startup alarms due to a corrupted history file. Device had minor scratched lcd window, cracked reservoir tube lip, cracked case at reservoir tube window corners and stained address or serial number label.